Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that on conclusion of procedure light guide cable was disconnected and caused a burn to users hand. The injury was recognized after medical procedure.

Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-04-09. The device product history records (DHR) have been checked for the available lot number and found to be according to the specification, valid at the time of production. Based on the available information, the failure description and similar complaints, most likely root cause is the following: no technical root cause can be evaluated. The user may misinterpret the warning message in the IFU and may not keep the light cable on its handle. The user has probably not handled the light cable with the necessary care. The event is filed under internal karl storz complaint ID: (B)(4).